Manufacturer narrative:
H6: imdrf device code a040601 captures the reportable event of stent buckled. H11: the returned contour ureteral stent was analyzed, during the inspection, some tears found on the renal coil. However, the coils and the stent shaft were in good condition. Also, a sensor wire of 0.038 in was inserted into the stent to evaluate if some resistance was felt inside the device, however, no resistance was felt during the analysis performed. However, during the inspection, it was found some tears on the renal coil that was not related to the reported events. Regarding to the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. Probably, some manipulation during the procedure could have caused the tears observed on the renal coil. For that reason, this issue will be documented as "adverse event related to procedure". Based on the analysis results, the most probable cause is "no problem detected" since it was not possible to identify any evidence of the alleged issues on the device.

Event description:
It was reported that, during a lithotripsy for left ureteral calculi procedure a contour ureteral stent was used. When the stent was inserted, the stent was wrinkled and could not be inserted into the ureter smoothly. Another of the same stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled.

Event description:
It was reported that, during a lithotripsy for left ureteral calculi procedure a contour ureteral stent was used. When the stent was inserted, the stent became buckled and could not be inserted into the ureter smoothly. Another of the same stent was used to complete the procedure. No patient complications were reported.